Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll mexico 22.7l red had a broken lid. The following information was provided by the initial reporter: when filling an order, a broken lid of material 17-300182 sharps collector 22.7 l.

Manufacturer narrative:
H6: investigation summary 2 photo representation were provided for the complaint. A DHR review was performed and showed there were no issues reported like lid broken during the manufacturing process of the lot number 0168935. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for lid broken for the same part number. The photos clearly show broken corner of lid but evidence of the packaging used is needed to determine the root cause. Therefore, due to lack of evidence it can¿t be confirmed this nonconformance as a failure mode related to a manufacturing process, because this kind of damages could be generated due to different variables like transit damaged, inadequate packaging to send the product to the end user. Root cause is unknown but there are multiple possible issues. The possible root causes: non-controlled method to ship partial boxes to end user, product damaged during the shipment or distribution (non-suitable packing), or incorrect packaging process at the time to perform partial sales. The controls were verified within the manufacturing process and confirmed as capable to detect lid damaged. H3 other text : see h10.

Event description:
It was reported that sharps coll mexico 22.7l red had a broken lid. The following information was provided by the initial reporter: when filling an order, a broken lid of material 17-300182 sharps collector 22.7 l.